Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited black and elastic foreign material inside the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, component analysis of the foreign material confirmed that it was silicone rubber. Silicone rubber is used in packing for various medical devices and equipment, such as packing for air/water valve, packing for nozzle of water supply tank, and attachment parts for injection tube. It is presumed that a piece of silicone rubber may have become mixed into channel due to breakage, deterioration, or falling off these items. Since the endoscope is repeatedly used thorough reprocessing, we could not determine specific circumstances under which the foreign material was mixed in. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.